Manufacturer narrative:
The svc rep confirmed that the auto fill failure was caused by a leak in the system. The iabp was repaired and put back into svc. The following parts were replaced: 1 x 0008-00-0312-tubing blood detect; 1 x 0040-00-0147-5000h pm kit; 2 x 0004-00-0050-hose vacuum; 2 x 0004-00-0051-hose pressure; 1 x 0102-00-0001-pump assembly. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, they received an "autofill failure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.